Manufacturer narrative:
Upon reassessment this device was determined to be not reportable as it was not involved in the event. The initial report should was submitted in error and should be voided.

Manufacturer narrative:
The following could not be completed with the limited information provided. Age- ni, weight - ni, date of event - ni, device product code - ni, expiration date - ni, date explanted - ni, manufacture date ¿ ni.

Event description:
Patient developed a subsequent infection following a total hip arthroplasty revision. No further information provided. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.